Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the small battery drive device had a worn motor and the device would not run. It was further determined that the device failed pretest for check power with the test bench. Therefore, the reported condition that the device had intermittent function was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. The reporter's phone number was not available. UDI (B)(4).

Event description:
It was reported from (B)(6) that the small battery drive device had intermittent function. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.